Event description:
It was reported that the septum of an interlink t-connector extension set collapsed. It is unknown if there was any patient involvement; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.